Event description:
It was reported that when using the bd pyxis¿ es server, user stated that following a facility-wide power outage, all patients were not crossing over to all stations on the server, particularly transferred patients from ed to room. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all transferred patients were not crossing. A technical support specialist (tss) escalated the case to the interface team after identifying that admission, discharge, and transfer messages were not being received since the reported date. The tss noted that the interface team determined the provided sample patient data was not transmitted to the pyxis system, while messages for other patients were being received normally. The tss remotely accessed the server and executed a server downtime query, confirming that messages and processes were current, and verified that received messages were up to date. The tss also confirmed that the interface service had been restarted and received confirmation from the customer that the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.